Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 while at a rehabilitation center. The treatment was delivered at 11:18:04 while the patient was in sinus tachycardia at 120 bpm with tall t waves. Multiple counting contributed to the false detection. The response buttons wer pressed after the treatment was delivered. It was reported by the distributor that the patient was with a nurse from the facility at the time of the event. The patient was taken to the hospital following the event and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device monitor (B)(4) - reuse. Electrode belt (B)(4): 11/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).